Event description:
A patient reported blood glucose results of "39 mg/dl, 505 mg/dl, 201 mg/dl, 301 mg/dl, and 78 mg/dl" with a lifescan meter, performed between 11-20 minutes of each other. The meter, test strips, and control solution were replaced.